Event description:
On (B)(6) 2025, a patient was revised a third time due to femoral loosening. Upon opening the knee, some metallosis was observed and the junction box was worn. The cement on the femoral component did not appear to have been well-fixed to the bone (not pressurized). The device was not returned so a conclusive root cause cannot be established but the junction box may have loosened due to fatigue loading or insufficient tightening. An analysis of production records shows the product met all specifications upon release.